Manufacturer narrative:
Review of device history record performed. Product met release criteria.

Event description:
Date of surgery was (B) (6) 2007. Patient needed revision surgery 24 months post-op.